Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was explanted and replaced due to noise. The device was almost at eri so it was explanted as well. During the extraction this rv lead became entangled with the ra and lv leads which became dislodged and thus explanted as well. No additional adverse patient events were reported.